Manufacturer narrative:
Additional information: patient age and date of birth: asku. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The lens is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded intraocular lens (iol) haptic sheared off during iol delivery. Account indicated that the lens was fully inserted in the patient's ocular dexter (right eye). Unplanned incision enlargement, unplanned suture(s), and unplanned vitrectomy were performed. The same initial procedure was completed successfully using a non-johnson & johnson surgical vision lens. No further issues were reported. The iol was discarded upon removal. No further information was provided.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section h-3: device evaluated by manufacturer: yes. Device evaluation: the customer provided photo was reviewed in which haptic damage (bent), haptic detached, and the lens being cut in half due to explant were observed. Complaint issue "dc-haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Through follow-up, additional information was received: section a-2 patient date of birth: (B)(6) 1952. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.